Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing episodes were observed that were caused by myopotentials. The patient will continue to be monitored. The patient is in stable condition.